Event description:
Litigation alleges pain, weakness and increased metallic ions in the blood.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain. Revision surgical note reported 650ml blood loss, blackish-gray synovium, and brownish gray fluid from joint. Surgeon's note on (B)(6) 2012 the patient had hi-normal ions. If lab test results come in with greater than 7 parts per billion, complaint will be updated. Part/lot updated. The complaint was updated on: feb 26, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.